Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report. Technical support reset pump using provided instructions, observed that malfunction did not recur, and was advised to continue using pump and to call back if malfunction code appeared again.